Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant due to the tip of the guide wire broke off and was left in the patient's coronary sinus. This lead was never in service. No additional adverse patient effects were reported.